Event description:
Reporter indicated a vns pt was having an increase in seizure intensity. Vns diagnostics test results are normal. All attempts to the reporter for additional info regarding the seizure intensity have been unsuccessful to date.